Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedance measuring below 20 ohms on the right ventricular (rv) lead channel. No adverse patient effects were reported. This system remains in service.